Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of kinked guide wire was able to be confirmed by the photo. The image shows a used catheter and guide wire with evidence of a gradual bend in the guide wire, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor found swg kinked during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4) the customer provided one image showing the guide wire and catheter. Visual analysis revealed that the guide wire was bent. The customer also returned one guide wire and one 2-lumen 7fr x 20cm catheter. Initial analysis revealed that the distal end of the guide wire was unraveled, which differs from the guide wire shown in the customer image. Visual analysis revealed that the guide wire was unraveled from the distal end. Two kinks were also observed across the body. The j-bend was misshapen but remained intact. Microscopic examination confirmed the unraveling and revealed that the core wire separated directly adjacent to the distal weld. Additional analysis also revealed that the distal and proximal welds were full and spherical. The kinks on the guide wire were located 328mm and 570mm from the proximal tip. The length of the guide wire from the proximal weld to the point of separation on the core wire measured 601mm, which is within the specification of 596mm- 604mm per product drawing. The outer diameter of the guide wire measured 0.805mm, which is within the specification of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through the returned 2-lumen 7fr x 20cm catheter. The undamaged portion passed through with no resistance. Resistance was encountered at the location of the kinking and unraveling. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor found swg kinked during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that, "during insertion, the doctor found swg kinked during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".